Event description:
The distributer reported that the device overheated during a procedure. The procedure was completed successfully. No information was available regarding adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The distributer reported that the device overheated during a procedure. The procedure was completed successfully. No information was available regarding adverse consequences, surgical delay or medical intervention.